Manufacturer narrative:
(B)(4). Follow up since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that the bd syringe 1 ml ll had foreign matter. The following information was provided by the initial reporter: a number of syringes found to have smudged printing and unclear indicator. There also damage on the body of the barrel and particles on the syringe body. Detailed erroneous results: potential error due to smudge printing and no clear indicator. Also, foreign particles in the syringe body.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.